Event description:
Additional information was received and reported the impedance gradually increased and there was a possible fracture. The lead was explanted and replaced. It was noted during extraction that the helix looked partially retracted before any turns were made to retract it. An xray was taken and showed that the helix may not have been fully extended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Rv lead impedance increased from a range of 550 ohms to 1400 ohms over seven months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room following a patient alert. Device interrogation noted a lead impedance warning and the right ventricular pace/sense impedance had gradually risen over the previous six months. Isometric exercises were performed and no noise on the lead was observed and did not result in any changes in impedance levels. The alert threshold parameters were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.